Event description:
Product: d vacutainer safety-lok blood collection set. Ref: 367283. There are many issues with this product and our office has received numerous reports, one of which included healthcare providers being stuck with the needle after patient use. Providers reported that needle pushes back out of vein due to pressure accumulating in the tubing as well as various reports of the needle safety that should slide over the dirty needle easily, was very hard to maneuver. It takes a lot of force to get it to move or it will not move at all. Clinical staff mentioned they are having to remove the needle from the patient and close it outside of the vein. This is putting them at very high risk for a needle stick. Its imperative FDA investigate as many needle sticks may cause scarring in patients as well. Other reports mentioned the bd vacutainer safety-lok blood collection set with forward-shielding safety mechanism is not retracting fully causing the needle to be exposed. It is reported it takes 2 hands to engage it and you cant do that and hold pressure at the same time. In last month [date redacted] we have already had 1 facility report 3 incidents, at 3 different clinics with this product.